Manufacturer narrative:
Confirmatory sample testing did not indicate that an instrument malfunction had occurred or erroneous results had been generated. Nor did it confirm that an interferent was present in the patient samples. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that elevated cardiac troponin (accutni) results, within the risk stratification range, were generated on an access 2 immunoassay system for one patient over two days. The patient's creatine kinase (ck) test results were within the normal reference range during the timeframe of this event. The patient was admitted to the hospital based upon the elevated accutni results. A physician later questioned the results and inquired as to whether heterophile interference might be a causal agent to the elevated accutni results. Subsequent customer testing of two additional same-patient samples confirmed initial results; hence there is no evidence that erroneous results were generated. Beckman coulter inc. Customer product line support (cpls) testing was performed on a customer returned sample. Cpls results confirmed the previously elevated accutni generated results. Patient sample sourced interference could not be confirmed with the patient samples that were provided. Instrument accutni quality control results were performing within customer established ranges during the timeframe of the event. An instrument system check performed prior to the event passed instrument established specifications. The samples were plasma samples collected in lithium heparin tubes and centrifuged prior to testing.